Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2020-01-13. It was reported revision had been scheduled for (B)(6) 2019 and it ended up being an explant. The loss of stimulation/ therapy had been resolved. Device status was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported the patient lost coverage and cannot feel stimulation, even when she turns up her stimulator. The patient had an appointment scheduled for (B)(6) 2019. No further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep) 2019-10-10. It was reported that it was unknown whether any external factors caused or contributed to the loss of stimulation/therapy. The manufacturer representative (rep) attempted to reprogram. Impedances were checked and all were within normal limits. The cause of the loss of stimulation/therapy was unknown. The patient will be scheduled for a revision. No further complications were reported/anticipated.